Manufacturer narrative:
Updated investigation findings report: there were 13 cases with a result code of no findings available. There were 8 cases with a result code of operational context. There was 1 case with a result code of no failure detected. There were 13 cases with a conclusion code of cause not established. There were 8 cases with a conclusion code of cause cannot be traced to device. There was 1 case with conclusion code of failure to follow instructions. There was 1 case with a conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 8 cases with a method code of testing of actual/suspected device. There was/were 14 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 17 case(s) with a result code of no findings available. There was/were 4 case(s) with a result code of operational context. There was/were 1 case(s) with a result code of no failure detected. There was/were 17 case(s) with a conclusion code of cause not established. There was/were 4 case(s) with a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with a conclusion code of failure to follow instructions. There was/were 1 case(s) with a conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes 22 reports of preloaded intraocular lens (iol) delivery systems damaging another device.